Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and replaced the pressure solenoid valve. The ventilator passed self-tests.

Event description:
Report received stating that due to a malfunction of an 840 ventilator; the patient was placed on a second ventilator. The patient was not harmed as a result of the event.

Manufacturer narrative:
(B)(4). The statement "the customer reported a device alert had occurred" was added after further review of initial information received. Additional information was received on january 5, 2017, stating that the ventilator had generated a ventilator inoperative code per service report.

Event description:
The customer reported a device alert had occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.